Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), cholecystectomy, vaginal itching, retroverted uterus, ovarian cyst (left), multigravida and parity 3. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dyspareunia, alopecia ("hair loss"), feeling abnormal ("brain fog"), myalgia ("muscle pain"), arthralgia ("joint pain"), gingival disorder ("gum disease"), amnesia ("memory loss"), loss of libido ("lack of sexual desire"), visual impairment ("vision issues") and vulvovaginal burning sensation ("vaginal burning"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, dyspareunia, alopecia, feeling abnormal, myalgia, arthralgia, gingival disorder, amnesia, loss of libido, visual impairment and vulvovaginal burning sensation outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, dyspareunia, feeling abnormal, genital haemorrhage, gingival disorder, loss of libido, myalgia, pelvic pain, visual impairment and vulvovaginal burning sensation to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal), cholecystectomy, vaginal itching, retroverted uterus, ovarian cyst (left), multigravida and parity 3. On(B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), feeling abnormal ("brain fog"), myalgia ("muscle pain"), arthralgia ("joint pain"), gingival disorder ("gum disease"), amnesia ("memory loss"), loss of libido ("lack of sexual desire"), visual impairment ("vision issues") and vulvovaginal burning sensation ("vaginal burning"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, dyspareunia, alopecia, feeling abnormal, myalgia, arthralgia, gingival disorder, amnesia, loss of libido, visual impairment and vulvovaginal burning sensation outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, dyspareunia, feeling abnormal, genital haemorrhage, gingival disorder, loss of libido, myalgia, pelvic pain, visual impairment and vulvovaginal burning sensation to be related to essure. Lot number: 626503 manufacture date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.